Event description:
It was reported that the zimmer dermatome was producing grafts too thin. Additional clinical follow up indicated that the graft appeared partially tattered due to the thinness of the harvested tissue. It was reported by the customer that the initial graft was able to be used. No additional donor harvest was required. The customer stated there was no increased surgical time or medical/surgical intervention.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 6 years old and has been returned for repair previously on 08/01/2006. The inspection found the unit displayed multiple components that could have caused the unit to cut too thin. The device was found to be outside of calibration at the 0, 10 and 20 specifications due to variance from side to side. The thickness control lever was very loose, allowing it to change thickness too easily. The power switch was also loose. The lending edge of the head was dented and the slide rail was damaged. The motor ran within specifications. The cause is most likely due to the user not maintaining the device per preventative maintenance and handling according to the instructions for use. This is a re-usable device, subject to normal wear and tear. According to the instructions for use included with the device, the zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.